Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 452mg/dl; treated with bolus. Customer declined high blood glucose troubleshooting because he had to change out the set due to no insulin in the reservoir.